Manufacturer narrative:
This investigation is currently ongoing. Any additional info will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the allograft caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the info reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the report, a synergraft aortic valve and conduit was explanted 5.7 years after implant. The reason for explantation is currently unk. However, upon explant, it was discovered that the allograft was calcified.